Event description:
Per the clinic, the patient experienced an infection and exposure of the implanted device. The patient underwent a skin revision surgery (specific date not reported) to repair the skin over the implant. The device was subsequently explanted (specific date not reported) and reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported) and IV antibiotics during the explant surgery on (B)(6) 2024.